Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Additional device product codes are jdp and hwc. Other number¿UDI: (B)(4). (Therapy date): unknown date reported as several months prior to (B)(6) 2017 revision surgery. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the service and repair and device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery including hardware explant on (B)(6) 2017, to revise a previously implanted 4.5mm variable angle (va) locking compression plate (lcp) curved condylar distal femur plate that was broken due to non-union. The original date of implant to treat a femoral fracture femur was an unknown date several months ago prior to the date of the revision surgery. During the revision surgery, routine x-rays were performed. The hardware removal consisted of the one (1) broken 4.5mm va lcp and an unknown quantity of unknown locking screws (fully intact). The hardware was easily explanted with no fragments generated and without any additional medical or surgical intervention. The patient was implanted with one (1) 4.5mm variable angle (va)-locking compression plate (lcp) curved condylar plate/14 hole/301mm/left; one (1) unknown cortical screw; and twelve (12) 4.5 variable angle (va) locking screws. There was no surgical time delay and the surgery was successfully completed. The patient status outcome is fine. Concomitant devices reported: unknown locking screws - part# - unknown, lot# - unknown, quantity - unknown. This report is 1 of 1 for (B)(4).